Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip device was returned for product assessment. The returned sample includes the hemostasis sheath, carrier tube and locator. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The carrier tube is returned forward locked. The anchor and collagen are intact at the distal tip. The components were not assembled. No damage or issues were identified. The complaint device was returned, but no damage or issue was identified. The carrier tube and hemostasis sheath were not assembled. The carrier tube was in forward lock position. The reported issue could not be confirmed based on the available information. The cause of the event could not be identified. As a result, the complaint could not be confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due data privacy. A2: age & date of birth: requested, not provided due data privacy. A3a: sex: requested, not provided due data privacy. A4: weight: requested, not provided due data privacy. A5: ethnicity: requested, not provided due data privacy. A6: race: requested, not provided due data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: pd doctor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2026-00160.

Event description:
Terumo medical corporation received the following reported information: following a percutaneous coronary intervention (pci) with stent implantation via right femoral artery puncture using a 7 french sheath, the angio-seal was prepared correctly per the instructions for use (IFU). No pre-deployment angiogram was performed. The guidewire and angio-seal sheath were placed in the vessel without any problems. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The user was able to remove the dilator and guidewire without difficulty. However, when inserting the angio-seal delivery system, the user felt resistance and was unable to advance the delivery system through the angio-seal sheath. After several attempts, the user adopted a new system; however, encountered the same problem. The system was completely removed, and the puncture site was compressed manually (twenty minutes); hemostasis was achieved by manual compression. There were no further complications during or after the procedure or when closing the puncture site. The patient was stable. The blood loss was less than 250cc. The patient could leave the hospital as planned and was discharged. No other equipment or devices being used with the reported product.